Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck in the dilator is confirmed. One 70 cm guidewire and one 13 fr dilator were returned for evaluation. The product sticker label indicates lot: refy2001. The distal end of the coil wire was returned elongated and unraveled; however, no breaks in the coil wire or distal weld tip was observed. A complete break in core wire was noted 4 mm from the distal end. Visible deformation and material whitening was noted on the distal end of the dilator. The deformation on the distal orifice on the dilator was flared outwards. Microscopic observation of the distal broken segment of the core wire revealed it to be attached to the distal weld tip. The outer diameter of the guidewire was measured and found to be within manufacturing specification. The deformation present on the dilator and fracture present on the guidewire suggest the guidewire may have been retracted against resistance or kinking of the wire; therefore, the complaint is confirmed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported via phone call "the guidewire became stuck in dilator catheter and it became stuck in the tip. The guidewire became stuck in dilator catheter and guidewire tip unraveled. When dilator was pulled out of patient to remove dilator from over the guidewire tip unraveled. Dilator was outside of patient body when wire was stuck and unraveled."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy2001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via phone call "the guidewire became stuck in dilator catheter and it became stuck in the tip. The guidewire became stuck in dilator catheter and guidewire tip unraveled. When dilator was pulled out of patient to remove dilator from over the guidewire tip unraveled. Dilator was outside of patient body when wire was stuck and unraveled."